Manufacturer narrative:
The device was not returned. Reported issue: it was reported that the arctic sun device was not cooling. Repairs related to the reported issue: per additional information updated from ttm on 20feb2026, customer was having what they called function verification issues during pm. The unit will not cool down. Per review of wo notes, they had them check the diagnostics. Chiller temperature (t4) was 17c. Had them drain water from the chiller tank. They stated no water came out. Discussed this was indicative of a failed mixing pump. Stated they would order the part and replace it locally. Per additional information updated from ttm on 24feb2026, biomed needs help troubleshooting device that was not cooling. The reported issue was confirmed. The root cause for the reported event is a failed mixing pump. Per additional information updated from ttm on 20feb2026, customer was having what they called function verification issues during pm. The unit will not cool down. Per review of wo notes, they had them check the diagnostics. Chiller temperature (t4) was 17c. Had them drain water from the chiller tank. They stated no water came out. Discussed this was indicative of a failed mixing pump. Stated they would order the part and replace it locally. Per additional information updated from ttm on 24feb2026, biomed needs help troubleshooting device that was not cooling. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Corrections made to tabs f and h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was not cooling. Per additional information updated from ttm on 20feb2026, customer was having what they called function verification issues during pm. The unit will not cool down. Per review of wo notes, they had them check the diagnostics. Chiller temperature (t4) was 17c. Had them drain water from the chiller tank. They stated no water came out. Discussed this was indicative of a failed mixing pump. Stated they would order the part and replace it locally. Per additional information updated from ttm on 24feb2026, biomed needs help troubleshooting device that was not cooling.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was not cooling. Per additional information updated from ttm on 20feb 2026, customer was having what they called function verification issues during pm. The unit will not cool down. Per review of wo notes, they had them check the diagnostics. Chiller temperature (t4) was 17c. Had them drain water from the chiller tank. They stated no water came out. Discussed this was indicative of a failed mixing pump. Stated they would order the part and replace it locally.